Event description:
It was reported that the patient developed a wound infection, so the entire system was explanted. The patient status was reported as ¿alive - no injury¿. The pump was delivering lioresal. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, lot# j0058231r, implanted: 2001-(B)(6), explanted: 2013-(B)(6), product type catheter. (B)(4).